Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported an infection was present at the ipg site. As a result, surgical intervention was undertaken in 2013 wherein the system was explanted, and patient was prescribed oral antibiotics to address the issue.